Event description:
In 2008, the pt reported that he was not able to prime properly this evening. He stated that he performed two primes with his infusion device and no insulin dripped from the end of the infusion tubing. He then found that the insulin compartment of the infusion device was filled with insulin. He stated that approx 100 units of insulin spilled from the bottom of the insulin cartridge. He switched to his backup infusion device. At the time of the report the pt stated that his infusion device appeared to be dry. He stated that he was using expired insulin cartridges. He was advised against using expired product. Upon follow up three days later, the pt stated that his infusion device showed no signs of moisture. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.